Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a promus element mr ous 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 210mm distal of the distal end of the strain relief. There were multiple kinks noted along the full catheter length. Hypotube coating had peeled at the break site. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 18mm in length, concentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous, mildly calcified and 2.8mm in diameter left anterior descending (lad) artery. Pre-dilation was performed with semi compliant balloon resulting to 75% residual stenosis. A 2.50x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and another 2.50x20mm promus element¿ drug-eluting stent was used. Post-dilatation was performed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.